Event description:
While doctor was positioning the lamp, the light head pulled out of the down tube and hit the pt on the leg. No visible injury. The pt reported some pain in the leg. The pt was instructed to go to the emergency room. There are no further updates on the pt as of (B)(6) 2012.

Manufacturer narrative:
The current distributor to this facility is not the original distributor that sold the light to this facility, therefore, the receipt of the recall notification could not be confirmed. All device models of this type have been inspected for this facility and replacement parts sent for all impacted models.